Event description:
Related manufacturer report number 1627487-2022-04014. It was reported that, during an ipg replacement, the extensions were found to have high impedances. In turn, physician decided to explant and replace the extensions. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The reported field observation was not confirmed. The extension b was returned in a fair condition without any visible anomalies or damage. A lab model 6149 lead was fully inserted, secured and removed from the extension without any issue noted. It passed conductivity and stress testing on all channels. It also passed a lead fit test. The returned extension functioned as intended.